Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15-apr-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-10010 probe - hook, 150 mm shaft, 3.4 mm tip, w/5.0 mm markings had the tip break during use. This was discovered during a knee arthroscopy procedure that was completed successfully. It was not possible to retrieve the broken fragment, resulting in retention of the fragment within the patient¿s joint cavity.